Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:02:07 on (B)(6) 2024. At 21:24:03, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm with bbb and pauses. At 21:25:18, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm with bbb and pauses. Post shock rhythm was sinus bradycardia @ 50 bpm with bbb and pauses. At 21:26:30, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with bbb and pauses. At 21:27:44, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm with bbb and pauses. Post shock rhythm was sinus bradycardia @ 40 bpm with bbb and pauses. The device was shut down at 22:03:27 on 5/11/2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the strained cable caused or contributed to the patient's passing as the device was able to monitor the patient's rhythm until the device shutdown. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:02:07 on (B)(6) 2024. At 21:24:03, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm with bbb and pauses. At 21:25:18, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm with bbb and pauses. Post shock rhythm was sinus bradycardia @ 50 bpm with bbb and pauses. At 21:26:30, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with bbb and pauses. At 21:27:44, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm with bbb and pauses. Post shock rhythm was sinus bradycardia @ 40 bpm with bbb and pauses. The device was shut down at 22:03:27 on (B)(6) 2024.